Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting several error messages, including "ER 4." Per the onetouch ultra owner's booklet this error message indicates one of the following conditions may be present: a high glucose when tested in an environment near the low end of the system's operating temperature range, a problem with the test strip, the sample was applied improperly, or there may be a problem with the meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began on the evening of the day prior. The patient stated that when the error message appeared he noted from the owner's booklet that the error message could be an indication that his blood glucose was high, and therefore responded to the error message by "treating" himself with an unspecified amount of insulin (type unknown). In the middle of the night, the patient reported that he experienced a "low blood sugar," and had symptoms of sweating, cramps, disorientation, and was allegedly unconscious. The patient reported that his wife contacted emergency medical services; however, it is unknown if his blood glucose was tested with the emt's meter or if emergency services treated him. The patient stated he "came around" from the event approximately 3am on original date. As a result of the issue, the patient mentioned he took food. At the time of troubleshooting, the customer care advocate was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, treated himself as if his blood glucose was high, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.